Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath cardiac tamponade occurred. During the procedure, the physician mentioned that the first transseptal was completed using the versacross connect with the faradrive sheath. They then began mapping with a non-boston scientific mapping catheter through the faradrive, and ended up losing transseptal access after the devices were difficult to visualize. Thus, a second transseptal was performed. The anaesthesiologist then identified that the patient's co2 and blood pressure were falling. The ice catheter was then used to identify a pericardial effusion. Procedure was cancelled. A pericardial window was used to manage the effusion and an open chest at beside and the patient was admited to the hospital for recovery. The physician believes the versacross kit used for transseptal contributed to the effusion. Product is not expected to return for analysis. It was further reported that the patient passed away. The date of death was not provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath cardiac tamponade occurred. During the procedure, the physician mentioned that the first transseptal was completed using the versacross connect with the faradrive sheath. They then began mapping with a non-boston scientific mapping catheter through the faradrive, and ended up losing transseptal access after the devices were difficult to visualize. Thus, a second transseptal was performed. The anaesthesiologist then identified that the patient's co2 and blood pressure were falling. The ice catheter was then used to identify a pericardial effusion. Procedure was cancelled. A pericardial window was used to manage the effusion and an open chest at beside and the patient was admitted to the hospital for recovery. The physician believes the versacross kit used for transseptal contributed to the effusion. Product is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath cardiac tamponade occurred. During the procedure, the physician mentioned that the first transseptal was completed using the versacross connect with the faradrive sheath. They then began mapping with a non-boston scientific mapping catheter through the faradrive, and ended up losing transseptal access after the devices were difficult to visualize. Thus, a second transseptal was performed. The anaesthesiologist then identified that the patient's co2 and blood pressure were falling. The ice catheter was then used to identify a pericardial effusion. Procedure was cancelled. A pericardial window was used to manage the effusion and an open chest at beside and the patient was admitted to the hospital for recovery. The physician believes the versacross kit used for transseptal contributed to the effusion. Product is not expected to return for analysis. It was further reported that the patient passed away. The date of death was not provided. Additional information was received that the patient was in their 30s.